Event description:
The customer reported to olympus, the 4k autoclavable camera head was unable to power up or receive an image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found damaged pins and deep scratches on video scope connector. Kink on cable. In addition the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Corrected g2 to (B)(6) healthcare professional. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the image issue occurred due to adapter failure. However, the definitive root cause of the adapter failure could not be determined. Olympus will continue to monitor field performance for this device.